Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump's insulin sensitivity factor was changing without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The pump was exercised for 24 hours with the insulin sensitivity factor (isf) set at 35 mg/dl. At the end of the exercise, the ifs remained 35 mg/dl with no changes occurring. There were no hypersensitive keypad buttons observed during investigation. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. Also unrelated to the complaint, evaluation revealed that the display screen was discolored. The complaint that the isf was changing without user intervention was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.